Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number: (B)(4) further information from the reporter regarding event details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported xen implant was not seen in the left eye's anterior chamber after injector was released. The implant broke and 2.0 mm was left in the injector. Eye injury was reported as surgery was extended twice and it is unknown if surgery was completed with another xen.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Lot number is 61955. Visual analysis of the returned device noted there was no gel stent present in the injector needle or in the packaging. The injector was loose in the box, with no unit tray and no needle cover. There was no lock and no retention plug present on the unit or in the packaging. The slider knob was in the ¿end¿ position, as it would be when completing the procedure. The needle and needle guide were severely bent. The syringe case halves were slightly separated towards the top of the injector and needle. The injector needle and needle guide could not be sufficiently straightened in the irvine dal to test for injector functionality. Due to the gel stent not being returned to allergan for evaluation, the product complaint of the gel stent could not be confirmed. The condition of the returned unit (i.e. Significantly bent needle) shown in the images above was damage that may have occurred in transit to allergan as the unit was returned loose in the box without a needle cover. We will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported xen implant was not seen in the left eye's anterior chamber after injector was released. The implant broke and 2.0 mm was left in the injector. Eye injury was reported as surgery was extended twice and it is unknown if surgery was completed with another xen.